Manufacturer narrative:
According to the customer, while using the device "something clanked in the nebulizer and the motor continued to run but nothing was coming out." The customer also said that when the nebulizer is turned "upside down" something "loose inside" can be heard. The customer stated that "because of this I am not able to use the nebulizer as instructed by the doctor." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, while using the device "something clanked in the nebulizer and the motor continued to run but nothing was coming out." The customer also said that when the nebulizer is turned "upside down" something "loose inside" can be heard. The customer stated that "because of this I am not able to use the nebulizer as instructed by the doctor."